Event description:
The end of the drill bit broke off and is still in the patient. E-mail sent for additional information. It is unknown if x-rays were taken or if there is a plan to remove the broken piece.

Manufacturer narrative:
Per engineering, device was shipped to the vendor per (B)(4), senior manufacturing engineer, it was noticed that the edge of the drill where it was broken appears smooth and had rolled over material, almost as a radius. It appears excessive force or improper use was applied which caused the drill to break. The broken drill appears to have continued to have stayed engaged for multiple revolutions indicating that the drill continued to rotate under power even after it broke indicating improper use. (B)(4).